Event description:
The reported concern indicates, at 7:55am, the clinician printed a copy of patients trend notes. Trend notes show that the patient developed a new tachycardia that spontaneously terminated around 7:00am. The clinician indicated that there was no reason for doubt, and they almost opted for a pacemaker indication based on these findings, as a protection against antiarrhythmic treatment with intermittent av block iii. Just to be sure, they decided to print a tachycardia sample, but none existed in long-term storage mode. The patient displayed normal frequency. The clinician then reviewed the trends again, and at 7:59am (four minutes later), the tachycardia was gone. According to the clinician, the printouts are self-evidence of these findings (user error can br ruled out). They further indicated that trend analyses have to be a reliable source of information.